Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00524. It was reported the patient experienced an infection, subsequently the patient 's first scs system was removed in (B)(6) of 2016. In addition, the patient has since been re-implanted with a new scs system.